Manufacturer narrative:
Philips service formatted the hard disk and reinstalled the software, restoring the system to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that CT calibration failure; image disk full; system rebooted and restored on a allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.